Event description:
A report was received that the patient was experiencing swelling after a paddle lead implant. The patient was prescribed antibiotics. The patient was later reportedly doing fine and the swelling had resolved.